Manufacturer narrative:
Reporter had also stated that the soft keys at the top seem to give double input or not function at all. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom was verified and found the keypad to not be operating as intended. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad 5, 6, 7, 8 and 9 are not functioning correctly. There was no patient involvement. No additional information is available.